Manufacturer narrative:
Device received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass and vertical cracked lcd controller. Unable to verify missing segments display or keypad unresponsive or button error alarm due to pump flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 471 mg/dl. Customer said the insulin pump had solid white display and keep beeping. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.